Event description:
It was reported by a competitor that the surgeon was using their lens with the staar injection system and the lens haptic tore off during surgery. No pt injury reported. Further info was requested, however, none has been forth coming. If more info is received a supplemental MFR report will be filed.